Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue associated with a replacement adc device. The customer originally reported that the adc device would only power on with data cable and ordered a replacement reader. Due to a delivery issue, the customer did not have a device to monitor glucose and experienced symptoms of hyperglycemia including shaking and vomiting. The customer was unable to treat themselves and received treatment of insulin (dose/type unknown) administered by a healthcare professional. There was no report of death or permanent injury associated with this event.